Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer informed that the side rail was damaged and fell off completely. The arjo service technician inspected the bed and confirmed malfunction. The side rail was detached from the frame, both lower arm and upper arms (parts of the side rail assembly, please see attached photo "side rail assembly") were disconnected, lower arm from the frame, upper arms from the side rail panel. Moreover, plastic cover of the side rail mechanism side rail cables were broken. The photographic evidence provided showed damages. The technician also noted that the middle frame was bent, causing it to come into contact with the lower bed frame while the bed was being lowered. There was no indication of the patient involvement. No injury was reported.

Manufacturer narrative:
In the investigated complaint, the circumstances under which the equipment was damaged remain unknown. However, based on the bed's condition, analysis of the previous complaints and the conducted investigation, it is believed that the most likely scenario is that the bed was subjected to excessive external force, resulting in side rail detachment and bending of the middle frame. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 14), the operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted. To sum up, the side rail was detached from the bed's frame and the frame was bent, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rail which can lead to a patient fall. There was no patient involvement. No injury was reported.